Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired one clip properly and then locked up when firing the second time. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Malformed clip. The instrument was returned with one malformed clip jammed in the jaws. Once the jaws were cleared, the instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review.